Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not turn on. Analysis of the log file showed several errors pointing to loss of power in the r-cabinet. Upon troubleshooting, fse took out the pdm (power distribution modules) in the r-cabinet and checked. There was a blown fuse found along with a circuit board fried as well. Fse found the ac led was not on in the pd. Scomp.dcps. Fse found issue with power supply. To resolve the issue, fse replaced the pdm in the r-cabinet along with the f7 fuse on the pdm board in the m-cabinet, but with no success. After changing the pdm, the on light still blinks. There was an electrical pop that came from the single-phase ups after replacement of the pdm. Fse replaced pd. Scomp.dcps and bypassed ups. The defective pd. Scomp.dcps(direct current power supply) and pd.assy.pdm (power distribution modules) were returned to philips for failure analysis and the cause of the pd. Scomp.dcps failure could not be conclusively determined by the supplier's part analysis but the cause of pd.assy.pdm failure was found to be loose and- or broken off element and electrical defect. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that while preparing the room for an emergency procedure, the system did not turn on. The patient was moved to another room to have the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.